Manufacturer narrative:
An investigation will be performed on all available information based on reporter¿s obligations under applicable FDA regulations; however, it is likely that this matter may become the subject of litigation which may limit the company¿s ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusions are not finalized at this stage partly because the device in question has not been returned for inspection. Resmed has requested the device be returned so that an investigation can be performed. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that a patient who was ventilator dependent and using an astral 150 device expired on (B)(6) 2024. It was reported that a few days before the incident, the patient¿s equipment provider had adjusted the astral device's alarms. On the day of the incident, the patient was attended by a home healthcare nurse. The patient's wife claimed that the nurse failed to plug the device back into the external power source and that she never heard any alarms. She returned to the patient sometime after the nurse had left and found him dead. She also found that the device was not working. No further information has been made available to resmed.